Event description:
Pt had pulse oximeter on middle left finger x 1 wk. Does not think site was changed during stay in hosp. Hosp uses nellcor probes most of time. Back for a social visit, pt states after discharge they noted a dark mark on pad of finger with mark under nail opposite. In april noted finger was cooler. Pt has checked skin temp at the grocery store and the temp of the middle left finger is 9-11 degrees cooler than other skin sites. No change in sensation.